Event description:
Patient reported obtaining a blood glucose result of 422 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered 22 units of glargine insulin and 8 additional units of lispro insulin. Patient reportedly retested blood glucose and obtained a result of 56 mg/l (time delay between results was not provided). Patient stated that she self-treated by eating glucose tablets. Patient reportedly retested (after unspecified time period) and obtained a blood glucose result of 80 mg/dl. No additional treatment was received. Patient's current condition; feeling okay. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.